Manufacturer narrative:
It was reported that a 57-year-old male patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a smartablate¿ system irrigation pump and suffered air embolism requiring air removal. The investigational analysis completed 5/21/2019. Repair follow-up was performed and device was not shipped for service. Service was declined. Complaint was unable to confirm. Certificate of conformance was reviewed. It was verified that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: pronto extraction catheter (model# unknown, lot# unknown); stockert generator (model# unknown, lot# st2355); thermocool® smart touch¿ electrophysiology catheter (model# d-1336-02-s, lot# 30046697m). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a smartablate¿ system irrigation pump and suffered air embolism requiring air removal. During the procedure, right coronary air embolism was discovered as the physician noticed an st segment elevation. The air was removed from the right coronary artery by a pronto extraction catheter. Patient was reported to be in stable condition after air removal. Extended hospitalization was required for neurological and cardiac monitoring. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related.